Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter denied damages to the pump or any moisture ingress. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump powered on correctly and no overheating was duplicated during the investigation. The battery cap was not returned with the pump. The pump was disassembled and no intermittent condition was found on the power printed circuit board. No activities were noted in the black box outside of the normal pump use. The black box showed a cs177 warning occurring due to discharged replaced battery use on 8/18/16. All electrical current readings measured were within specification.